Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4). The customer stuck the same finger twice for the two tests on the meter. The result at 9:00 am was 1.7 inr. The result at 9:01 am was 3.2 inr. The customer then went to her doctor's office and the result from their professional coaguchek xs meter was 3.2 inr between 10:30 am and 11:00 am. The clinic considered the result of 3.2 inr to be correct. The customer was not adversely affected. The therapeutic range was 2-3. The customer was not suffering from an autoimmune disease and had no renal or liver insufficiency. The customer was not anemic, was not on heparin or direct thrombin inhibitors, and had no antiphospholipid antibodies. The customer's meter and strips were requested to be returned for investigation. Replacement product was sent. On (B)(6) 2016, the result was 2.8 inr using the replacement meter. The customer considered this to be a good result. Relevant retention test strips (lot 144581-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and performed as specified.

Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.6 inr and 3.1 inr, donor hct: 48% and 52%. Testing results: donor 1: master lot / customer strip and meter, 2.6 inr / 2.5 inr. Donor 2: master lot / customer strip and meter, 3.2 inr / 3.1 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.